Event description:
It was reported that 2 weeks after a bunion removal procedure the subcuticular sutures were spitting and irritating the skin. The sutures were surgically removed. Patient is doing well.